Manufacturer narrative:
The device was returned to the distributor's technical service center, and was analyzed using the test station provided by medela ag (legal manufacturer) and no defects were found, however it was noted that the therapy logs were missing. The device log files were also reviewed by a medela ag technical support specialist and based on the logfile analysis no malfunction can be detected at the time of the alleged adverse event. The device will be returned by the distributor to medela ag for evaluation, and a follow up report will be filed if new/changed information results from that evaluation. The described failure could have been caused by a blockage in the tubing, or a clogging of the catheter proximal to the stepped connector, which explains the alarms documented in the log file. The latter clogging cannot be determined by the pump. While it was confirmed the therapy logs were missing, there is no connection between these logs and the described failure.

Event description:
On (B)(6) 2020, a distributor alleged to medela ag that during patient therapy with the thopaz+, an air leak was getting closer to 0. When it was confirmed to be 0, the patient was extubated. However, this resulted in the collapse of the patient's lung. Later, it was found that the fluid was still there, and was able to be vacuumed when it was performed with another competitors' chest drainage system.